Event description:
Patient was undergoing embolization procedure for pseudoaneurysm in the gda using penumbra 400 coils. The physician loaded the coil and attempted to pull back to reposition. The coil subsequently unintentionally detached inside the delivery microcatheter. No patient harm occurred and three more coils were successfully delivered after. The cause of the kinking may have been form kinking the hypotube when removing the coil from the package.

Manufacturer narrative:
Results: the coil is stuck inside of the orange sheath. The pet lock is still intact. There is a kink in the proximal end of the hypo-tube approximately 5.0 cm from the proximal end. The pull wire is still inside of the capture feature of the distal detachment tip (ddt). The o.d. Of the pull-wire, and constraint ball were measured. The i.d. Of the distal detachment tip was also measured. All three parts are within specification. In addition, the precompression in the pull wire was measured at approximately 6 mm. Conclusion: the complaint has been evaluated. The complaint indicates that the coil unintentionally detached inside the catheter. After the evaluation of the pusher assembly and coil, it was noted that the proximal pet lock is still intact indicating that the coil was not detached using the handle. Based on the description of the case and the condition of the returned product, it appears that the coil was pulled from the ddt of the pusher assembly under tension without breaking the coil. This may occur if the coil is manipulated and pulled against resistance, exceeding the strength of the ddt mechanism and interaction between the distal detachment tip, coil proximal constraint ball, and pull wire. The kink in the proximal end of the pull wire was likely the result of handling when packaging for return and was not related to the issue. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.